Event description:
The reporter stated that the surgeon was inserting a competitor's lens using the indigo foam tip plunger and the foam tip plunger overrode the iol. There was no pt injury. A second crystalens iol was implanted successfully. Patient had a post operative exam 6-8 weeks later and was doing well, no complaints.